Event description:
Faulty error "primary alarm faliure" alarm. Unknown if in clinical use. No reports of patient/user harm injury.

Manufacturer narrative:
H10: philips received a complaint by the customer on the v60 indicating that the alarm, "primary alarm failure", had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A philips biomed technician went onsite for troubleshooting of the issue. The philips biomed technician was able to determine that the cause of the issue was due to the 2 speakers and central processing unit (cpu) printed circuit board assembly (pcba). The philips biomed technician replaced the 2 speakers and cpu pcba to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.